Manufacturer narrative:
E1 - initial reporter establishment name (complete): (B)(6) clinic (general incorporated association)e1 - address 2: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.this MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer reported scope failure errors e218 and e219 during inspection for an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.